Event description:
While using the intuitive surgical inc.'s davinci s robotic system in an elective coronary bypass surgical procedure, the robotic camera remote control function failed. The remainder of this surgical procedure was successfully completed using the robot, with manipulation of the camera arm performed by surgical staff.